Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. It was noted that the hard drive was reseated on the imaging system. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, the image acquisition system (ias) of the imaging system would not boot past "system booting please wait". Rebooting the system resolved the issue and the acquisition system functioned normally. The procedure was completed with the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.